Event description:
On (B)(6) 2012, the reporter, the patient's father, contacted animas to report the pump history displayed thirteen 0.0 unit boluses that were not programmed by the user. There was no adverse event associated with this issue.

Manufacturer narrative:
(B)(4):there was no activity outside normal use observed in the meter history. The meter was exercised for 24 hours with no unprogrammed boluses occurring. A normal meter bolus was performed successfully and was accurately recorded in the pump history. There was no defect found with the meter on investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 05/11/2012 device evaluation: the pump has been returned and evaluated by product analysis on 04/30/2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. A review of the pump bolus history verified the reported 0 unit boluses. A 24 hour duration test was performed and no un-programmed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no damage was found to the button contacts. The reported un-programmed boluses were not able to be duplicated during testing.